Manufacturer narrative:
There were multiple lot numbers which may have been involved. The information for each lot number is as follows: medical device lot #: 21046194, medical device expiration date: 2024-04-20, device manufacture date: 2021-04-20. Medical device lot #: 21056346, medical device expiration date: 2024-05-26, device manufacture date: 2021-05-26. (B)(6). Investigation summary: one photo of primary set, model 11532269, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's filter had evidence of leakage. No other defects could be observed. The customer's complaint that chemo leaked from filter during infusion was verified. The actual lot number is unknown, but the DHR was run with the 2 potential lot numbers provided: a device history record review for model 11532269 lot number 21046194 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 11532269 lot number 21056346 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Since no physical sample was received, an investigation could not be performed and a root cause could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the as lvp 20d low sorb 2 ss 0.2m cv experienced leakage. The following information was provided by the initial reporter: chemo leaking from filter during infusion.